Manufacturer narrative:
Complaint assessment summary: r&d attempted to reproduce the issue by following these steps: install the 7.1.0 ios app and set language to another language like dutch, select carb counting for meal therapy, set the device time format to 24 hr. Then navigate to settings therapy settings rapid-acting. Toggle time of day settings to on and tap on one of the time headers in time of day settings actual: picker is in 24hr format but the app displays the value in 12hr format when done picking expected: the picker should be in 24hr format and the app should persist that format once the user is done picking. This issue violates requirement ID sw-036 from swr-00919-01 rev. Ac, application software requirements, inpen ous and is a known anomaly documented under pr-287. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an anomaly with the inpen application which showed the time format in the application in am/pm. Troubleshooting was performed and restart of the application, and restart of the phone was done; however, the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer would continue or discontinue to use of the application; however, it will not be returned for analysis.